Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 503 mg/dl at the time of incident and the current blood glucose level was 246 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated the symptoms related to their high blood glucose was nausea and abdominal pain. Customer does not allege pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to check the insulin pump settings. The customer stated that the insulin pump keeps alarming of insulin flow block. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited 0.50. Advise to reconnect tubing at quick release and prime a 5u fill cannula. The customer stated that the insulin exited the tubing without the alarm. The device will not be returned for analysis.